Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter was reviewed. The dhrs showed the freestyle precision neo meter passed all tests prior to release. The DHR for the precision strips was reviewed, and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 6.2 mmol/l which was lower than a lab reading of 7.9 mmol/l. The results when plotted on a parkes error grid fell into the "b" zone however, the max difference is "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 6.2 mmol/l which was lower than a lab reading of 7.9 mmol/l. The results when plotted on a parkes error grid fell into the "b" zone however, the max difference is "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.